Event description:
Underdose per customer "we recently had an issue with the way propofol is set up in our system. Is there a way to have the drug have a hard stop so that a weight is required for this drug and other weight based drugs? We had a critical issue with a patient last night where they had to bolus the patient since she wasn't getting enough and then her blood pressure dropped significantly. I think we might need to have a call and I will need either debi or another nurse call in with me so that they can better explain the situation." Nurse explained that they have had at least 2 incidents (dates unknown) where a patient was started on propofol, but underdosed. The patient weight in the drug library defaults to 3kg due to the way the drug library is configured (and the nurse must enter the patient's actual weight at the time of pump programming). It was an urgent situation and the nurse programming the pump did not change the weight from 3kg to the patient's actual weight. The patient was underdosed with propofol. The patient extubated themselves because they were not sedated. As device serial number was not provided, device history record could not be reviewed. Log history was not provided therefore no review could be performed. Reported device was not sent for investigation but according to the description provided in the customer complaint, it appears that the healthcare professional skipped patient's weight step while programming the pump. Indeed, after drug's choice, there is a step that the professional must complete with the actual patient's weight. By default the screen displays the lowest value from the ranged entered in the drug library and the healthcare professional must then enter the patient's weight. In this case, it appears that the nurse has accepted the lowest/default value for patient's weight (3kg). Therefore, the event is not related to any defect on the device, that worked as expected, but rather to a user related issue.

Event description:
Underdose.